Event description:
Boston scientific received information that during a routine change out procedure, it was noted that the leads were tight in the header of this device. The device was explanted and replaced. There were no adverse patient effects. The device has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead.